Manufacturer narrative:
(B)(6). Corrections: b2 outcomes attrib to adv event/date of death initially reported as death and (B)(6) 2020 and corrected to blank as death did not occur.

Event description:
Promus premier china registry. It was reported that the subject died. In (B)(6) 2018, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the mid right coronary artery (rca) extending to distal rca with 100% stenosis and was 30 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 3.50 x 32 mm promus premier stent. Following this, post-dilatation was performed with 0% residual stenosis. Five days later, the subject was discharged on aspirin. In (B)(6) 2020, 704 days post index procedure, the subject died. It was further reported that the subject did not die. The subject had no symptoms and the clinical form was completed inadvertently.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that the subject died. In august 2018, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the mid right coronary artery (rca) extending to distal rca with 100% stenosis and was 30 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 3.50 x 32 mm promus premier stent. Following this, post-dilatation was performed with 0% residual stenosis. Five days later, the subject was discharged on aspirin. In july 2020, 704 days post index procedure, the subject died.